Manufacturer narrative:
(B)(4). The customer¿s report that fluid leaked from the IV set was confirmed. During visual inspection it was noted that the set¿s distal smartsite y-body valve had a hairline crack in the female luer adapter which measured approximately 0.1655 inches long and ran parallel to the direction of fluid flow. Inspection under magnification showed no scratches or stress markings on the component. Functional and pressure testing confirmed leaking through the crack. The cause of the leak was identified as a hair line crack on female luer adapter. The root cause of the crack was not identified.

Event description:
The customer reported that fluid leaked from the IV set during an infusion of d10. As a result, the patient did not receive all of their IV fluids which resulted in a drop in the glucose levels; however, medical treatment was not required. There was no report of patient harm.